Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the blue catheter hub (luer adapter) had been deformed prior to insertion into the patient. After surgery, while in dialysis, a leakage occurred from the joint part within 5 minutes. The problem was resolved by retightening the adapter but the doctor is considering reinsertion. It was reported that there was no patient harm.